Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that there was ventricular fibrillation during impella cp patient support. While on support, additional shocks and cardiopulmonary resuscitation were needed for continued ventricular fibrillation after impella cp insertion. The patient remained on support and was later successfully explanted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.